Manufacturer narrative:
H4: device manufactured between april 02, 2020 to april 03, 2020. H10: ten (10) devices were received for evaluation. Unaided eye visual inspection of all bags was done which observed dark foreign matter inside the fill port connector of sample 1 only and white foreign matter from the damaged cap of sample 2 only. The reported condition was verified in sample 1 and sample 2 only. The cause of the condition could not be determined. No issues were observed in the remaining 8 samples. Therefore, the reported condition was not verified on the remaining 8 devices. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that ten (10) 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags had foreign material in an unspecified location. Seven (7) units had black foreign material and three (3) units had white foreign material. This was identified during setup and preparation prior to patient use. There was no patient involvement. No additional information is available.